Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The alarm history showed alarm "gas loss in iab circuit" which happened seven times in two minutes. No other relevant alarms or faults were found. The iabp was able to pass all manifold leak tests, and no leaks were found. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm. The iabp was swapped out and therapy continued on. No patient harm, serious injury or adverse event was reported.